Event description:
The doctor's office called because the handpiece was not working. Two patients were complaining and might have caused some burns. Related complaint: 1222993-2014-00001.

Manufacturer narrative:
Cynosure inc, made several good faith effort to reach out to physician to receive more information and was not successful. The handpiece was serviced and is working within specification.